Event description:
Caller reported aviva system blood glucose results. All results mg/dl. Hi, which on the system indicates a result in excess of 600 mg/dl at 1:18pm 549 at 1:20pm 260 at 1:22pm 506 at 1:25pm 201 at 1:26pm 91 at 1:27pm 120 at 1:35pm 455 at 1:36pm 176 at 1:42pm a request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.